Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one of the clamps on the extension tube had snapped. It looked like the area around the clamp was deformed. It can be assumed that the damage was not present out of the box as the device was implanted and used for over one hundred days without issue. It was reported that there was an issue with the clamp. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one of the clamps on the extension tube had snapped. It looked like the area around the clamp was deformed. It can be assumed that the damage was not present out of the box as the device was implanted and used for over one hundred days without issue. It was reported that there was an issue with the clamp. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the observed damage is excessive force during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter has been implanted into the patient for 104 days. The patient with the broken line clamp on the arterial lumen was not able to do dialysis until 19:00. The clamp on the arterial lumen snapped when they were taking the patient off the machine at the end of dialysis, still currently able to clamp but the nurse thought it was going to break further with each use. The clamp breakage was noted at end of dialysis session and the staff was able to keep using line for additional week until replacement date available. The patient was on warfarin which was part of the reason replacement was delayed by more than a week. There was no leak and the catheter was not repaired as repair kits was unavailable so the catheter had to be replaced. There was nothing unusual observed on the device prior to use but the nurse looking after thought the patient had been lying on the side the line was in during his dialysis session. There were no other products utilized with the device. Green clinell wipes for disinfecting medical equipment was the cleaning agent used. 2% chlorhexidine in 70% alcohol was used to disinfect the lumens and chloraprep 3mls was used to clean the line on dressing change days. The catheter had to be replaced as no suitable alternative clamps or line repair kits available as a remedial action done. The patient was booked for a line exchange next friday (first available date) as intervention due to the event. The product was a 23 centimeter catheter line put in on the 11th of august and repositioned one week later. There was no blood loss and blood transfusion was not required. There were no current and pre-existing conditions of the patient that maybe related to the event. There was no reported patient injury.